Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end of life message. The patient underwent an ipg replacement procedure and was doing well postoperatively, incision healing but has good coverage. The hospital took ipg, was unable to retrieve.